Event description:
It was reported that when the patient presented for follow-up, high, out of range hv lead impedance was noted. Lead was explanted.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.